Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery an ophthalmic surgical console presented with aspiration issues in phacoemulsification mode. Procedure was completed. Patient harm was not reported. Additional information has been requested none received till date.

Manufacturer narrative:
A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. Per the sr, the representative was able to resolve the reported event remotely with the customer. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and potential contributing factors to the reported complaint were identified. An internal investigation was opened to address a laser emergency stop button that was broken in transit. This deviation was determined to not be relevant to this investigation as the laser emergency stop button does not contribute to aspiration functionality. An internal investigation was opened to address the high rate of dead on arrival (doa) occurrences on the system fluidics modules. This deviation was determined to not be relevant to this investigation as the fluidics module present in the system was not doa. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).